Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable the doctor concluded that there was a delay in telemetry and has no issues with the generator change out. There are no allegations or concerns against this device and there is no evidence of malfunction. Therefore, this event does not meet complaint criteria.

Event description:
It was reported that the patient with this pacemaker experienced a delay in telemetry and it was confirmed that this pacemaker had no issues.

Event description:
It was reported that the patient with this pacemaker experienced a syncope event due to a delay in treatment. A threshold test was being performed amd stopped. The patient then experienced a 10 second pause syncope event. The device was explanted and replaced. No adverse patient effects were reported.